Event description:
It was reported that a pt had a recent increase in seizures. The pt followed up with the physician who performed diagnostic testing. While performing normal mode diagnostics, the physician observed that the output current had been set to 0 ma. The physician corrected the settings and performed the normal mode diagnostic test again which gave results within normal limits. Good faith attempts to obtain additional info are currently being made.